Manufacturer narrative:
An event of device embolization and improper or incorrect procedure or method was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It was noted that there was tension in the delivery system at the time of final deployment, the device appears to be correctly sized based on the annular dimension provided, and the valve was snared after embolization. Based on the available information, the root cause of the reported event could not be conclusively determined. The reported improper or incorrect procedure or method is related to the user snaring the valve. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of device embolization and improper or incorrect procedure or method was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It was noted that there was tension in the delivery system at the time of final deployment, the device appears to be correctly sized based on the annular dimension provided, and the valve was snared after embolization. Based on the available information, the root cause of the reported event could not be conclusively determined. The reported improper or incorrect procedure or method is related to the user snaring the valve. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implantation utilizing a large flexnav delivery system. Sufficient calcium was present for anchoring. The annulus was 26.5mm average diameter. After final deployment at 0mm at all cusps, the valve migrated out of the aortic annulus. There was tension in the delivery system at the time of deployment but no interaction with the valve. The valve was snared with a lasso catheter and positioned in the ascending aorta. A non-abbott 26mm transcatheter aortic valve implant valve was used as a replacement. There were no adverse patient effects or clinically significant delay. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.